Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "sensor failure" occurred. The customer was advised to connect an alternate arterial line or transduce the central lumen on the iab catheter. It took quite a while for them to make their connections, and then they stated that they could not get an arterial line waveform. They explained that the iab central lumen was capped, and they had connected to that. It was advised that if the lumen had been capped, then it was likely the iab lumen was clotted at that point. They were then walked through steps to connect to a radial arterial line instead. A waveform was present, they zeroed and resumed pumping without further issue. There was no patient harm or adverse event reported.